Manufacturer narrative:
(B)(4).

Event description:
Received info the pt feels the system never worked. Starting yesterday, when he straightened his right leg, the electrical impulses were so strong he had to turn the system off. Pt stated movement caused the stimulation to change. He also reports stimulation in the wrong location. He feels it in his right foot where it almost curls his toes and his pain in his upper leg. Pt's hcp has requested as medtronic representative check out the pt's device. Additional info has been requested and if received, a follow up report will be sent.